Manufacturer narrative:
The carefusion failure analysis engineer evaluated the main pcba. Powered unit in service mode and exported event error log, cycled unit on ventilating mode with received settings unit problem was duplicated powered on with transducer fault. Problem was isolated to bad exhalation flow transducer. This issue is being addressed per internal corrective action.

Event description:
Transducer fault. This was reported to the carefusion technical support team: no patient involvement. Vela diamond (B)(4) gives transducer error, reconnected a known working flow sensor and it still alarmed, checked the flow sensor tubes and found they are not kinked, did a transducer test and the exhalation differential transducer failed. The cal also fails.

Manufacturer narrative:
(B)(4). The foreign distributor evaluated the device and determined the issue was caused by a malfunctioning transducer. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty main pcba for evaluation. As of (B)(6) 2015 the alleged faulty main pcba has not been received. Should the alleged faulty component be received and evaluated, a follow-up medwatch report will be submitted.